Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection site of a locking titanium adapter leaked during peritoneal dialysis therapy. This event occurred during use while the patient was connected. The locking titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The device was received with an attached transfer set and a catheter part. A visual inspection was performed with the naked eye. Scratch marks were noted on the external surface of the titanium adapter and sleeve. All box dimensions of the sample received were measured and passed. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition not was verified. Should additional relevant information become available, a supplemental report will be submitted.